Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak on the left side of the coulter lh 780 hematology analyzer (lh 780). Customer reported the leak was on the counter. Customer reported they noticed the leak while running startup. Customer reported startup passed. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found a leak caused by the needle cartridge drain line check valve which was plugged with unknown material. The fse replaced the check valve and flushed the drain line to resolve the leak.